Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.